Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the foreign matter remained due to poor reprocessing. However, the cause could not be identified. -after checking the obtained cds checklist, it was confirmed that there were the following deviations from the IFU. Upon reviewing the obtained cds checklist, we confirmed that the users answered ¿unknown¿ in response to all questions of cds check. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign materials in air/water nozzle. There was no patient involvement.